Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "the system would not oscillate" (device operates differently than expected). The nurse reported the system would not oscillate. The phaco handpiece was used with the different system and worked fine. There was a 5 minute delay in the procedure. No patient injury was reported.